Event description:
It was reported that the insulin pump had a physical damage. Customer's blood glucose was 140 mg/dl. Customer stated there was a crack around the battery cap area. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump had cracked lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked case at reservoir tube window corner and scratched reservoir tube window.